Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: it was reported excessive force was needed to expel air or the vaccine. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample expelled the solution with a normal flow. A device history record review was completed for provided material number 305916, lot number 0269702. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0269702 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. To date, there have been no other similar events reported for this lot.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: needed to use excessive force to expel air or vaccine. Even with excess force sometimes I could not depress the plunger.